Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the meshgraft ii on january 11, 2017 revealed that the sideplates, cutter, roller, and ratchet parts were all damaged and the old style of parts. It was also noted that the calibration was also out of specification. Repair of the meshgraft ii was performed by zimmer biomet surgical on january 11, 2017 which included replacement of the cutter, roller, worn sideplates, gears, and ratchet parts. The meshgraft ii was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete. Received; however, not yet evaluated.

Event description:
It was reported that the device chewed up a skin graft during surgery.

Manufacturer narrative:
This report is being amended to reflect changes. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
Additional information received january 30, 2017 confirmed the event took place during surgery and an additional graft was required to finish the procedure.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. On (B)(6) 2017, it was reported that the device had chewed up a skin graft. On (B)(6) 2017, it was clarified that the issue occurred during surgery when the mesher incorrectly meshed the graft. The harvested graft was usable but an additional graft did need to be taken. The blade was placed properly for use and the dermacarrier was at room temperature during use. The device has not been repaired by anyone other than zimmer biomet and another device was not used to complete the procedure. There was no adverse event associated with the failure and the surgical technique for the product was utilized. There was no extension or delay to the procedure and there was no harm or injury to the operator. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii on (B)(6) 2017 revealed that the side plates, cutter, roller, and ratchet parts were all damaged and the old style of parts. It was also noted that the calibration was also out of specification. Repair of the meshgraft ii was performed by zimmer biomet surgical on january 11, 2017 which included replacement of the cutter, roller, worn side plates, gears, and ratchet parts. Meshgraft ii, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non- verifiable since during initial inspection it was revealed the technician could not duplicate the reported event and there was no sufficient information to prove the reported event. However, it was revealed that the side plates, cutter, roller, and ratchet parts were all damaged and the old style of parts. It was also noted that the calibration was also out of specification. The root cause of the reported event cannot be specifically determined with the information provided. The IFU states that the device should be returned for preventative maintenance every twelve months. The device was never returned for service at zimmer biomet. The issue was resolved replacement of the cutter, roller, worn side plates, gears, and ratchet parts. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4) was repaired, tested and returned to the customer.